Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
The catheter is not recognized by the tactisys. There was no error message. The catheter was replaced and the procedure was completed with no patient consequences

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.